Event description:
On april 4 the patient's mother reported that when reviewing the bolus history she noted that there were 18 zero unit bolus doses on march 23 from 6:34 to 6:40 am. She asked her son about this and he said he did not deliver the doses. The mother said that this did not appear on other dates and she is not certain how the bolus doses were entered. She is not sure whether the pump's buttons have changed in responsiveness. She denies any keypad tears. There was no reported patient impact associated with this complaint. This complaint is being reported because the reporter alleged that the bolus history revealed some zero unit bolus doses without user intervention.

Manufacturer narrative:
Follow-up # 1 07/28/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 07/03/2012 with the following findings: review of the black box indicated 0 unit boluses occurred but could not be duplicated on investigation. On examination, the keypad was found to be fully intact without peeling or visible damage. The symbols were worn off all the keypad buttons. On testing, the contrast keypad button was unresponsive. All the other keypad buttons were responsive with normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast key. No hypersensitive or inverted contacts were observed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.